Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 3.5x18mm xience xpedition stent delivery system (sds), negative pressure was pulled using an indeflator and the stent fell off the sds balloon. The device was not used and another device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.